Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens, 22.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company, 21.5 diopter, monofocal lens model. The account indicated that the patient had yag surgery 12 weeks after and lasik 16 weeks after the initial implant. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patients vision needs. No additional information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with hazy vision and poor near vision. The lens was exchanged for another lens model 01 month 22 days following the initial procedure. Clinical reason for explant was mentioned as subjective visual disturbance. Additional information was received, after refractive lens exchange patient had yttrium aluminum garnet (yag) after 12 weeks and laser-assisted in situ keratomileusis (lasik) after 16 weeks following the initial implant. Patient could not adapt to lens and also had subjective visual distortion. Patient issues were resolved and there was no patient harm. In surgeon prognosis visual acuity was improving and patient waiting for light adjustments to the newly exchanged lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).